Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by the paramedics due to a low blood glucose of 46 mg/dl. It was stated that the customer had been feeling fine all day, but when he got in his car to drive, he passed out within five minutes, and was in an accident. Troubleshooting was performed, and the insulin pump was programmed correctly. The settings had recently been adjusted. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.